Manufacturer narrative:
Visual findings observed the unit housing has gap. The battery status led and battery door are missing. The back of the unit grey housing has cracks and pieces are missing. Evaluation found sensors 1 and 2 are not operating as expected due to damaged sensor receptacles. The unit is exhibiting inconsistent behavior: sensors may either trigger alarm when no condition is present or fail to alarm when they should. This issue is intermittent and affects both sensors similarly. Being that the unit has been in use for over 5 years, it is likely normal wear and tear that contributed to the reported issue. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported complaint via email. Alarm reported to not sound when it should. Reported serial number: (B)(6).